Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor autozero failure occurred. The customer sent the device to biomed with the failure. The remote service engineer (rse) and biomed performed a troubleshoot together. The error code for the proximal pressure sensor autozero failure was confirmed in the event log. The rse informed the customer of the manufacturer recommendations for repair via the service manual and provided the customer with the part number of the solenoids valves and data acquisition (da) printed circuit board assembly (pcba) to order and replace. The customer replaced the solenoids valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.